Event description:
It was reported that the flow through the valve was blocked, the valve was exchanged against another one of the same type.

Manufacturer narrative:
The device has not yet been returned to the MFR.